Event description:
A pt reported experiencing inaccurate erratic results with an otp meter. The pt's blood glucose results were 78, 155, 168 mg/dl. Tests were done within 10 minutes with a difference 40%. Pt did not experience any adverse events. No further info has been reported.